Event description:
It was reported that a patient alert was triggered and oversensing was observed on the lead. Impedance variations were also seen. The lead was removed and returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The lead is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was also noted that the lead was not fully inserted into the device because there is more than one setscrew mark on the pin and they are too proximal. It was noted that the defibrillation coil was distorted, the outer insulation had a cosmetic depression, there was blood in/on the helix mechanism (sleeve head) and there was blood in/on the helix mechanism. Tip seal observation.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.